Manufacturer narrative:
(B)(4). Method: the manometer of the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(4) for investigation. It was visually inspected, and fitted into a known good valve system and tested as per neopuff technical manual. It was subsequently dismantled for further inspection. Results: no physical damage was observed to the returned manometer. It passed the tests specified in the manual. Further inspection revealed that the spring and bellow were out of alignment. Conclusion: the fault reported by the hospital was due to misalignment in the internal mechanism of the manometer. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A hospital in (B)(6) reported that the needle of an rd900 neopuff infant resuscitator was responding "sluggishly"; however, the pressure reading from the manometer was accurate. This was observed during use on a patient. No patient consequence was reported.